Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump battery compartment was cracked, and the yellow o-ring of the battery cap was visible while the cap was attached. The battery cap allegedly could not be secured properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on 03/24/2015 with the following findings:a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked in two places. The returned battery cap did not secure properly to the pump due to damaged cap threads, and a power loss was observed. A test cap was used to complete investigation. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.